Manufacturer narrative:
Approximate age of device ¿ 8 months.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient developed elevated lactate dehydrogenase (ldh) and ¿cola¿ colored urine. On (B)(6) 2018, the patient's ldh levels were in the 300 u/l. On (B)(6) 2018, the patient's ldh levels trended up to 700 u/l. The patient's inr was supratherapeutic at 3.4 upon admission which became elevated to 7.5 on (B)(6) 2018. On (B)(6) 2018, the inr was within in goal. Additional information was requested, but was not provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.